Event description:
Device report 4 of 4: reference MFR report: 1627487-2011-09212, 09213, 09214. The pt rec'd the scs system including three percutaneous leads (two from the same lot and one from a different lot) on (B)(6) 2011. It was reported the pt feels pain in his legs and epidural space where the lead is implanted when the amplitude is increased. Pt has stimulation. A full parameter diagnostic indicated several contacts have low impedance values. Sjm rep has made several attempts to reprogram the system but have been unsuccessful. The pt is working with his physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.